Event description:
Reporter alleged the customer obtained the results of 67 mg/dl and 211 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip exploded at 221,504 joules. No pt injury was reported. The device was not returned for eval.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.